Event description:
The site reported that after acquiring registration and navigating to the lesion, the physician felt the system was inaccurate. The site tried to restart the system 3 times but continued to see the same inaccuracy on the screen. It was reported that the site believed the bronchoscope video and CT did not match up well enough to navigate. Therefore, the case was canceled with the patient under general anesthesia.

Manufacturer narrative:
A copy of the recording from this case was received for analysis. The analysis of the case recording showed that the automatic 3d map did not detect a central airway that led to the target. This resulted in a suggested pathway that was not usable. The physician approved the suggested pathway without correcting it, resulting in a pathway with an unrealistic turn. Since the planned pathway did not lead to the target, the analysis of the data suggests the user perceived a system inaccuracy. The current user manual states "the 3d map is a geometric approximation of the tracheobronchial tree and should be used for general reference only". The user is also cautioned to; " the suggested exit point and automatic pathway are determined by finding the closest point on the 3d map to the target. The exit point may not be suitable for navigation for a variety of reasons, including the absence of a navigable airway outside the 3d map, abrupt pathway changes, and the need to cross lobe boundaries. Review the suggested exit point and automatic pathway for appropriateness before accepting them". There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. No return.